Event description:
Ds.

Manufacturer narrative:
Supplemental report submitted to include additional information received through device evaluation and to correct b5. Corrected h6: component codes and device code(s). The investigation is ongoing. A supplemental report will be completed upon completion. This is one of three manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of an implant of a 29mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During procedure, while introducing the delivery system through the esheath+, resistance was noticed during advancement of the delivery system and after the nose tip and balloon came out of the esheath+ tip. It was tried to push with more force, but a delivery system kink was observed while being inside the esheath+, closer to the valve. Then a vascular dissection occurred at the abdominal-iliac bifurcation, and a vascular repair and the implant of a stent were needed. The delivery system and the esheath were taken out as one, a second 16f esheath+ was used as a replacement and the vascular repair was performed. Finally, the valve was not implanted. The patient was stable after the procedure. It was confirmed with the reporter that the delivery system exited aggressively out of the sheath while being inside the patient. On pre-decontamination evaluation of the returned devices, it was observed that there were 2 struts bent outwards at the inflow side of the valve. The esheath+ liner was torn, and the distal tip was not split. The perceived root cause of the event was unknown.

Manufacturer narrative:
Supplemental report submitted to include completion of the engineering evaluation. The event reported events are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: the liner was expanded and tip was opened as designed. The liner was torn 16 cm in length at 6.5 cm from the strain relief. A second liner tear was observed at 13.5 cm from strain relief and measure 6 cm in length. A third liner torn 11.5 cm in length at 8 cm form strain relief was observed. The liner thickness was measured along the longest liner torn and all measurements were found to be within the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of difficulty advancing through sheath was confirmed based on evaluation of the returned device. Although follow-up from the field stated the patient's access vessels had mild calcification, mild tortuosity, and a minimum luminal diameter (>11cm) sufficient for use of the 16fr esheath+ (greater than or equal to 6mm), without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. The complaint for liner punctured was confirmed based on evaluation of the returned device. Available information suggests procedural factors (excessive device manipulation) likely contributed to the event. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Excessive manipulation can lead to the liner torn if compounded with vessel calcification and/or tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Supplemental report submitted to correct b5. Updated h10 and h11. The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of an implant of a 29mm sapien 3 ultra resilia valve. During the procedure, while introducing the delivery system through the esheath+, resistance was noticed during advancement of the delivery system and after the nose tip and balloon came out of the esheath+ tip. It was tried to push with more force, but a delivery system kink was observed while being inside the esheath+, closer to the valve. Then a vascular dissection occurred at the abdominal-iliac bifurcation. A vascular repair and the implant of a stent were needed. The delivery system and the esheath were taken out as one, a second 16f esheath+ was used as a replacement and the vascular repair was performed. Finally, the valve was not implanted. After visual inspection of the device, it was observed that there was a split in the tip of the esheath+. Patient was stable after procedure. The perceived root cause of the event is unknown.